Manufacturer narrative:
A ge service rep instructed the customer to replace a filter. The system operates as intended.

Event description:
The customer reported that the system did not pass the safety test. No pt injury was reported.